Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported the error message ¿head error¿ occurred on the rotaflow drive and needs to be repaired. No harm to any person has been reported. The affected drive (serial#(B)(6) was sent back to manufacturer. Getinge service department could not reproduce the reported failure "head error". Upon request of the customer the rotaflow drive (serial#(B)(6) will be scrapped due to the age of the device (produced in 2008). Based on the information available the reported failure "head error" could not be confirmed. However, the reported failure could be linked to the most possible root cause: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities was performed on (B)(6) 2021 and during the period of (B)(6) 2008 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2008-04-25. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in (B)(6). It was reported that the error message ¿head error¿ occurred on the rotaflow drive and needs to be repaired. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.